Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was received for evaluation. Visual, microscopic, tactile and functional evaluations were performed. A kink was noted at approximately 0.8cm from the distal end of the cath-lock. A complete circumferential break was noted at the distal end of the attached catheter and the surface was noted to be granular and smooth with residue throughout. In addition to the returned physical sample, three x- ray images were provided for review. The port catheter has fractured and embolized. The fracture location is at the turn of the catheter into the ij and is a point of flexion and movement. Therefore, the investigation is confirmed for the reported fracture, material separation and migration issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 12/2022), g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two years seven months and twelve days post port placement, a computed tomography examination was performed and revealed that the catheter was allegedly broken and the distal catheter segment migrated to the pulmonary artery. It was further reported that only a part of the catheter and the port body were removed. Reportedly, considering the risk of removal, the doctor decided that the distal part of catheter remains inside of the body and continues the follow-up observation. The current status of the patient is unknown.

Event description:
It was reported that two years seven months and twelve days post port placement, a computed tomography examination was performed and revealed that the catheter was allegedly broken and the distal catheter segment migrated to the pulmonary artery. It was further reported that only a part of the catheter and the port body were removed. Reportedly, considering the risk of removal, the doctor decided that the distal part of catheter remains inside of the body and continues the follow-up observation. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Expiry date: 12/2022. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.